Manufacturer narrative:
The investigation is on-going. A follow up report will be submitted upon completion.

Event description:
It was reported there were inaccurate spo2 readings for a patient in respiratory failure. No adverse patient impact was reported.

Event description:
It was reported there were inaccurate spo2 readings for a patient in respiratory failure. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received regarding spo2 sensor accuracy issues between two types of draeger spo2 sensors (lncs and blue sensor) on an ECMO (extracorporeal membrane oxygenation) patient. One draeger low noise cable sensor ("lncs") spo2 sensor and one draeger "blue" spo2 sensor were received and tested. After review, it was found that the devices read the spo2 accurately with no failures. Similar spo2 saturation values were obtained from both the lncs sensors and the blue sensors. Both sensors were sent to masimo (the manufacturer) and it was found that both sensors functioned as designed. Additionally the iacs IFU mentions potential sources of spo2 reading variations such as patient conditions. Therefore we cannot conclusively determine root cause. A query of the complaint database showed this is isolated to this site.